Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having to recharge their device 2-4 hours per day. The patient was reprogramed. The patient made the decision to have the device explanted and it was performed on (B)(6) 2018. The event was related to the device but not to the implant procedure. The event was resolved without sequelae.